Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4)

Event description:
The customer contact reported the patient received less medication than intended. It was reported that the pump was being used for back to back deliveries of vancomycin 4.762mg/ml and doribax 5mg/ml; however, the customer could not specify the order in which the antibiotics were to be delivered. At an unspecified time after the first antibiotic was delivered, the pump was reprogrammed to deliver the second unspecified antibiotic and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the customer reported, "the pump did not infuse all. Left about 1/3 of bag." The pump was removed from clinical service. Therapy was resumed using gravity flow. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. The customer contact reported that the event may have been due to a possible user error in reprogramming the vtbi (volume to be infused) of the second antibiotic. Though requested, no additional information was provided.